Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The guide was returned without the sleeve which had dislodged during surgery. The doctor was asked to provide the sleeve for examination but could not locate it and it is suspected that it had been thrown away. Production records indicate that the guide passed its sleeve stability test, as well as the rest of the quality analysis, with no modifications necessary. Additionally, the batches associated with the doctor's handles, as well as the sleeve from the guide, all passed their inspection test plans. The returned guide was also found to have sufficient acrylic support with a sleeve retention component added for additional stability. The sleeve may have become dislodged due to too much pressure being applied during surgery.

Event description:
The doctor extracted tooth 7 and placed the surgical guide. When he placed the drill into the sleeve, the sleeve had popprf out of the guide and he could not continue surgery. He grafted the site and aborted surgery.